Event description:
It was reported that the patient needed an MRI for the lumbar because she had 4 surgeries and was now hurting severely. It was indicated that the therapy had never worked right since it was implanted. It was supposed to help with pain in the lumber but all it did was go down her leg. It was noted that they reset it but it still would go down her leg. The patient may have the device taken out. They had had surgery, had cerebral palsy, the patient had fallen and needed to check and see if the hardware was in there correctly. Additional information was received indicating that the patient had a recent fall and that the neurosurgeon wanted an MRI done. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(6).